Event description:
It was observed that during the device evaluation, the camera head exhibited flooding in the camera cable and white scratches on the image. There was no patient involvement.

Manufacturer narrative:
Health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, it is likely that the following led to the malfunction: the cover on the main unit side was damaged and the product was unable to maintain airtightness, which allowed moisture to enter the interior, likely resulting in flooding of the camera cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.